Event description:
A vns physician reported to a company representative that a pt passed away due to sudep. Follow up with the physician revealed that the death was unrelated to vns. Pt exhibited risk factors that would have made her more susceptible to sudep, as she had uncontrolled generalized tonic clonic seizures. It was reported that the pt had complex partial and 2nd generalized seizures, but reportedly had a greater than 1 50% reduction in seizures with vns. In addition, the date of death was conformed, and it was reported that no autopsy was performed. The pt's most recent office visit was on (B)(6) 2007. No autopsy was performed, and it was unk whether the death was witnessed. An obituary was found for the pt, which further confirmed the date of death. Follow up with the funeral home revealed that it is believed that the vns was not explanted prior to burial, so the products cannot be returned for analysis.